Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for non-reportable conditions. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during servicing, the handle was loaded onto the charger as usual, when looked at the device the next day, the handle was not charged. The handle was reinserted and the outlet was plugged in and out, but the situation did not change. No error display. Liquid leakage was found in the charger and handle. It is predicted that the charger might have also been damaged by the liquid leaking from the handle. Another device was used in order to resolve the issue. There was no patient involvement.